Event description:
The customer reported that there was a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer remotely and provided the customer with a quote for a replacement speaker. The customer ordered the part through philips and will take responsibility for the repair of the unit.